Event description:
It was reported, the camera head had no image on screen. The issue occurred during a therapeutic colio procedure and was completed using a similar device. There was no delay or report of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields, corrected fields, and final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that because cable unit was twisted, the endoscopic image could not be displayed. Based on the results of the investigation, the most probable cause of the identified failure was due to component failure, which is expected or random component failure without any design or manufacturing issue. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The subject device is expected to be returned; however, it has not yet been received for evaluation, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported "no image on screen". The issue occurred during a therapeutic procedure. The intended procedure was completed using a similar device. There was no patient impact , no harm reported due to the event.